Event description:
The plaintiff alleges that while working as a medical assistant the plaintiff was exposed to latex gloves. The plaintiff alleges that in 1999 the plaintiff sustained industrial injuries. The plaintiff further alleges that the plaintiff has suffered from inter alla urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). Furthermore the plaintiff alleges that the plaintiff has been diagnosed as suffering from type-I latex allergy, and therefore has suffered severe and irreversible latex allergy. The plaintiff alleges that the plaintiff is at risk of suffering anaphylactic reactions when the plaintiff comes into contact with many different commonly used products which contain the natural latex protein. The plaintiff further alleges that the plaintiff is restricted in entering any environment where the plaintiff is exposed to latex proteins, to enter such environments puts the plaintiff at serious risk for anaphylactic reaction, and therefore the plaintiff must live the plaintiff's life in constant vigilance. Furthermore the plaintiff alleges that the plaintiff is restricted in the plaintiff's life as to where plaintiff can go, and what the plaintiff can do with plaintiff's life, with plaintiff's career, and with the plaintiff's family. Plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp is a health hazard to plaintiff. The plaintiff alleges that has suffered and will continue to suffer in the future, emotional distress, and an inability to engange in the plaintiff's normal activities, despair, and loss of enjoyment of life. Finally the plaintiff alleges that the plaintiff has suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.